Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an internal battery depleted alarm was found in the ventilator's downloaded error log. The device's power management board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported to a ventilator that was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an internal battery depleted alarm was found in the ventilator's downloaded error log. The device's power management board was replaced to address the issue. The device's power management board was returned to the manufacturer's product investigation laboratory (pil) for further review. During the evaluation the pil could not duplicate the ¿err_int_li_ion_depleted" error code. Pil has determined that the power management board functions as designed and could not duplicate the allegations. The power management board was scrapped.